Manufacturer narrative:
One loose used 1ml assembled syringe with needle attached and an empty needle package was received by bd canaan. The sample was visually evaluated. The empty needle package was from batch #6118994 (p/n 305106). The syringe was reported to be ¿bd tuberculin syringe¿ from batch #72555706. The syringe was found to have a large piece of fiber located in the fluid path of the syringe. The fm appears to be plastic in nature. DHR/qn review could not be performed for batch 72555706 as that is not a correct bd canaan batch #. The verbatim claims batch# to be 7155716 which does not match the material/product. Follow up requests to customer resulted in batch # to possibly be 7155706 (p/n 309659). This batch and product number belongs to a 1ml luer slip syringe. DHR/qn review was performed for this batch/product: manufacturing dates: 6/14/2017 ¿ 6/24/2016. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Preventive maintenance was documented performed on the marker. Batch 7155706 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Root cause: (1) undetermined based on the investigation results to date, the source of fm could not be determined and root cause not found. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Customer provided lot# 7155716. This lot number is not associated with this product. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI: unknown.

Event description:
This complaint is MDR reportable. It was reported that when drawing up medication in an unspecified 1ml tuberculin bd¿ syringe, foreign matter was found in the syringe. There was no report of injury or medical intervention.